Event description:
Additional information: it was later reported that another hcp performed the "h reflex test" and per patient's managing physician "shouldn't have." Following catheter replacement, patient was started at dose of 250mcg and "seemed drugged", so they had to lower it so the patient was not getting the 400mcg that she was getting prior the replacement. Currently patient's managing physician did not know patient's status or outcome.

Event description:
It was reported that the patient experienced return of symptoms and an "overdose"; since the past six months "the pump was slowly losing effectiveness". It was stated that "recently", patient was admitted to ER with return of spasticity and her liver enzymes were high. The patient was given oral medications and some valium and then appeared to be overdosed; patient had to be intubated. The catheter was replaced; per reporter the surgery may have been on (B)(6) 2011 but was not sure. As of (B)(6) 2011 patient was "still sleepy, with low respirations and low blood pressure as of 60/40"; clinical picture "puzzling at this time". The drug delivered via the device was gablofen 2000mcg/ml. It was later reported that the drug was infused at a dose of 350mcg during the catheter revision surgery; the patient's dose was then reduced over the next few days. A dye study was not done. As of (B)(6) 2011 patient was being managed in the hospital and the final outcome was "unknown". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8731sc, (B)(4), implanted on: 2008 (B)(6), explanted on: unk; catheter model: 8709sc, (B)(4), implanted on: 2011 (B)(6), explanted on: unk.